Manufacturer narrative:
The event of "capsular contracture¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange due to patient product concern and capsular contracture baker grade IV.

Event description:
Patient reported left side exchange from textured to smooth breast implant due to the patient¿s concern with the product. Healthcare professional also reported capsular contracture, baker grade iii/IV. Device has been explanted.